Manufacturer narrative:
The customer reported that on (B)(6) 2023 raytec sponge started to shred (small pieces coming off) while using sponge for procedure. It was reported that the surgeon removed pieces that were visible. No additional details were provided. A sample was requested to be returned for evaluation. : it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Shredding during procedure.